Manufacturer narrative:
Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date and usage of device: monitor (B)(4): (B)(6) 2012 - reuse. Electrode belt (B)(4): (B)(6) 2013 - reuse.

Event description:
A united states distributor contacted zoll to report that a pt passed away on (B)(6) 2014. A review of the pt's downloaded data showed at 21:52:31, the pt's heart rhythm was bradycardia from 10 to 30bpm degrading to asystole. An asystole arrhythmia is not a treatable arrhythmia with the lifevest. At 21:54:41, the pt's heart rhythm was an asystole with crp artifact transitioning to bradycardia at 30bpm. There were four inappropriate treatments due to CPR artifact. At 21:55:38, CPR artifact contributed to the first false detection. At 21:56:02, bradycardia at 38bpm with CPR artifact contributed to the second false detection. CPR artifact also contributed to the third (21:26:27), fourth (21:56:58), and fifth (21:57:34) false detections. CPR artifact indicates the presence of bystanders during the event. A review of the downloaded data showed that the response buttons were not pressed during the entire event. No other info available.